Manufacturer narrative:
Additional information received on (B)(4) 2013 stated that the basket was detached from the pull wire at the splice joint. Analysis of the returned zero tip retrieval basket revealed the introducer was on the sheath when received. The basket was detached from the wire sub-assembly; the detached fragment was bent. All of the basket wires were present and attached, however, they were bent. The heat shrink was ripped for approximately 3mm from the proximal side of the basket. The wire sub-assembly was detached approximately 12.4cm from the proximal side of the basket. The outer sheath was kinked in several locations and was buckled/twisted for approximately 7cm from the distal end of the black heat shrink, and for 38cm beginning approximately 60cm from the distal end. There was a torque mark present on the handle cap to indicate the application of the torquing process and the handle cannula was visible through the handle. A functional evaluation was performed and when the handle was actuated the slide would function without issue. The handle cap was removed; the cap was tight. The handle cannula extended approximately 2mm from the proximal end of the pinch vise, which meets specification. The luer and handle cannula were removed from the handle. The wire sub-assembly could not be removed from the sheath sub-assembly due to the defects noted on the sheath. The wire sub-assembly was detached/separated at the splice cannula. There was glue residue visible on the proximal end of the detached wire near the heat shrink and in the splice cannula. All of the crimps were present on the splice cannula to indicate it was crimped properly during manufacturing. There were impressions of the wire in the adhesive residue visible through the notch on the cannula. The sheath sub-assembly working length measured approximately 117cm, which is below the lower specification limit due to the twisted/buckled sheath. A device history record review was performed and confirmed that the device was manufactured in accordance with the device master record. During manufacturing, the devices are 100% inspected for device functionality/integrity. The defects identified on the device were most likely due to some operational or anatomical aspect encountered during the procedure; therefore, the most probable root cause for this complaint is operational/physiological context.

Event description:
A complaint was reported to boston scientific corporation on a zero tip retrieval basket used during a procedure on (B)(6) 2013. According to the complainant, during the procedure the basket snapped and the basket and wire came out in two pieces. It is unknown if any piece of the device fully detached inside the patient. The procedure was completed with another of the same device. The status of the patient and if there were any complications is unknown. Attempts to obtain additional information were unsuccessful.

Event description:
A complaint was reported to boston scientific corporation on a zero tip retrieval basket used during a procedure on (B)(6) 2013. According to the complainant, during the procedure the basket snapped and the basket and wire came out in two pieces. It is unknown if any piece of the device fully detached inside the patient. The procedure was completed with another of the same device. The status of the patient and if there were any complications is unknown. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
(B)(6).